Event description:
It was reported the system would not respond (lock up). There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was replaced and the system was reset during the service call. The system was tested and found to be working as intended and put back into service.